Event description:
This spontaneous report was received on (B)(6) 2012 from a reporter reporting on a consumer (age and gender unspecified) from the united states. On an unspecified date, the consumer started using the reach crystal clean prevent toothbrush, firm, for dental cleaning (route-dental, lot number 0112t, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush snapped off right at the head where the neck met the bristles. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(4) 2012. Review of the trending data revealed no adverse trends and device history review for lot 0112t was acceptable. Retain samples for lot 0112t were visually evaluated and met specification. Due to lack of a sample and no adverse trends a root cause could not be determined for this complaint. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 13-jul-2012 from a reporter reporting on a consumer (age and gender unspecified) from (B)(6). On an unspecified date, the consumer started using the reach crystal clean prevent toothbrush, firm, for dental cleaning (route-dental, lot number 0112t, frequency and expiration date unspecified). After an unspecified duration, the consumer noticed that the toothbrush snapped off right at the head where the neck met the bristles. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction case in (B)(6).